Event description:
It was reported that a spectrum iq infusion pump did not infuse properly. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of spectrum pump does not properly infuse was reproduced. Review of the history log on the last day of customer use revealed an ¿upstream occlusion!¿ alarm and the user stopped the pump at the same time stamp. It cannot be determined if the line was assessed for or cleared of an upstream occlusion through the history log, however per fa 2021-056, if an upstream occlusion in the line is not cleared and the pump resumed, a subsequent alarm may be delayed or may not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel failure. The pressure plate travel requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.